Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: xxxx. Reason for reoperation: deflation.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation was received on september 13, 2024. With lot number 3609846. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.